Manufacturer narrative:
The pump is not being returned to animas for evaluation. Multiple attempts have been made unsuccessfully to contact the reporter and obtain follow-up information.

Event description:
On (B)(6), 2010, the reporter contacted animas on behalf of her son (the patient) alleging that the patient was hospitalized from december 25-30, 2010, for high blood glucose (bg). The reporter indicated that the patient had changed sites twice and gave insulin via injection. However, the reporter claimed that the patient's bg was not coming down. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for high blood glucose.